Manufacturer narrative:
Upon a follow up, the customer reported that the power switch overlay was replaced, and the unit was returned to use. No further information was provided.

Event description:
It was reported that the ventilator had an error code indicating light emitting diode (led) failed. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the power switch overlay. The customer was provided with part number. Further information is pending.